Event description:
Implant card was received indicating patient had a battery replacement due to battery depletion. The explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient experienced increased seizures and a general performance issue with the device as physician reports the device is not operating properly. The physician reportedly will be seeking a battery replacement, but no known surgical referral has been made to date. No other relevant information has been received to date.

Event description:
As the physician noted in the clinic notes that he will be seeking a battery replacement it is concluded that intervention was taken by referring the patient for replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe the event or problem, h1. Type of reportable event , h6. Investigation conclusions; corrected data; initial MDR inadvertently entered incorrect data in initial submission.